Event description:
It was reported that the customer encountered a cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and after the reset, the cgm error did not reappear, allowing the customer to successfully start their sensor session.